Manufacturer narrative:
The surgeon that removed the device speculated that the anterior cortex may have been breached or compromised during the original surgery, which led to improper fixation of some "comminuted" segments and eventual shortening and protrusion of the implant.

Event description:
A crx clavicle device was used for the treatment of a severely "comminuted" fracture in a (B)(6) male on (B)(6) 2013. Upon follow-up considerable healing of many comminuted fragments was observed. However, because the implant talons were protruding anteriorly rather that being locked in the intramedullary canal, the clavicle shortened.